Event description:
The information received from the field states that patient was presented to the interventional lab for an angioplasty/stenting procedure of the posterior tibial artery (side unknown). The vessel was described as moderately calcified with no tortuosity. There is no information as to whether the physician had difficulty accessing the lesion with a wire. The information states that the balloon used in the procedure ruptured, at nominal pressure, during inflation with an indeflator. The balloon was properly inspected before use. The physician elected to deploy a stent at the lesion, without pre-dilation, and successfully completed the procedure. There was no reported patient injury. As per the qualrap, there is no more procedural or patient information available.